Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. An examination of the returned device found a break in the hypotube. The break was located 695mm distal from base of strain relief. A hypotube kink was also observed 665mm distal of the strain relief. The balloon folds were relaxed which may have occurred after the balloon protector was removed from the device. The balloon and blades of the device were visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jun-2017. It was reported that the device was unable to cross the lesion. The 10 x 3.5mm, 70% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, the balloon could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed that the hypotube was broken.